Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was ¿high¿ on the continuous glucose monitor. Elevated bg was addressed by a correction bolus via the pump. Subsequently, customer went to the emergency room with a bg of 500 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with fluids of saline. Treatment resolved the issue and there was no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received